Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the nurse connected the patient's medication pump to the needleless closed-loop infusion connector. Despite repeated flushing, the tubing remained blocked. The patient was immediately replaced with a new needleless closed-loop infusion connector, and normal operation resumed. Additional information received from the customer: please confirm the exact nature of the defect? Whether the customer has experienced connection issue with the connector or blockage issue? = connector issue. Please confirm the exact product lot/batch number? The given batch number is invalid. = 24075027. Please confirm the reported defect was identified during priming or infusion? If during infusion, how long the infusion has done before to the issue occurred? = no fluid flow was detected when the drain was used for the first time. Please can you confirm what medication was being administered? = thrombolytic drug please can you confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? = room temperature drug. Please can you confirm the make and model of the connecting products? = the infusion device is from weigao, model unknown. Please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? = unknown. Please can you confirm if the connecting product has a luer slip or luer lock connection? = lure connector. Please confirm whether the connector accessed with needle? = no cannula. Please confirm how many products were affected by this way? = one, replaced with a new one; fluid flow was smooth after connection. Please confirm is there any harm to the patient? If yes, what type of harm? = no direct damage.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4).; however, the customer confirmed that the complaint sample was from lot 24075027. The feedback provided by the customer states that, "the nurse gave the patient a pump medicine to connect to the needleless closed infusion connector, no matter how to punch the tube is not passable." Further information from the customer has stated that the reported defect was identified when used for the first time while connecting with weigao infusion set and the drug used was thrombolytic at the time of reporting. The drug was stored in the room temperature. Moreover, the customer has confirmed that the connector was not accessed with needle and no harm to the patient. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075027 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.